Manufacturer narrative:
Report source country: (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) would not connect to the clinician tablet at the time of the implant procedure. The manufacturer representative took the communicator off the tablet, had it placed in a sterile bag, and had the physician hold it over the battery during the procedure in an effort to troubleshoot the issue. It was stated that while the leads were connected to the ins at that stage, the connection between the ins and tablet could not be established. There were no external factors reported to have led or contributed to the event. The ins was not implanted as a result of the issue and was instead replaced with a different ins at the time of the procedure. It was stated that surgical intervention occurred in association with the reported issue. The issue was resolved with ins replacement. It was noted the patient had influenza at the time of the procedure. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins passed all testing in the laboratory and no anomalies were identified.: please note that method code 4118, result code 3233, and conclusion code 11 no longer apply to this report. If information is provided in the future, a supplemental report will be issued.